Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), aortic dissection is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Patient factors not provided and/or the mechanisms described above are likely contributing factors for the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The device was not returned for evaluation as there was no allegation of an edwards device malfunction.

Event description:
As reported by our affiliates in japan and through the japanese tavi registry reporting system, the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 23 mm sapien 3 valve in the native aortic position. Right after the procedure, the patient complained of mild stomach pain. On postoperative day (pod) 4, an aortic dissection (stanford type b) was observed by computed tomography (CT). Conservative therapy with antihypertensive was performed. On pod 17, the patient recovered and was discharged. Per medical opinion, this event was considered serious since hospitalization was prolonged due to this injury.